Event description:
It was reported that the charging port was flimsy and easily bent, with surrounding plastic pieces that cracked and broke easily. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up, and no additional actions were taken or information was gathered at this time.